Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there were dead spots on the touchscreen. No patient or user harm was reported.